Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.2 experienced a drawer failure. Multiple cubies within the drawer were in a failed state and could not be recovered, displaying a "device not detected on bus" error. The affected cubies did not appear on the recovery screen, preventing recovery attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 were showing not on bus. The field service engineer (fse) powered down the unit and reseated all controller-related cable connections. Powered the unit back on and recovered the failed cubies. The system functioned as intended after the field service engineer (fse) resolved the issue.